Event description:
Related manufacturer reference number: 3006705815-2022-01407. It was reported the patient experienced ineffective stimulation. Diagnostics showed high and low impedances. Surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the system was explanted.